Manufacturer narrative:
H6: correction needed for imdrf codes.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported following initial implant the patient experienced fluid at the ipg site and a cerebrospinal fluid (csf) leak. Surgical intervention took place wherein the system was explanted and the dural tear was repaired to address the issues.